Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced recurrent episodes of possible non-convulsive seizures. It was noted that the patient has experienced some increased stressors. It was noted that device diagnostics were within normal limits (dc dc code - 2) and show good battery function. It was noted that the patient may need a generator replacement. The patient underwent generator replacement on (B)(6) 2014. Attempts to have the generator returned for analysis have been unsuccessful to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.